Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a haptic stuck to the optic, resulting in a broken capsule. A vitrectomy was performed. Add'l info, including pt status, has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested 02/28/2008, 03/03/2008, 03/04/2008 and 03/05/2008. A completed questionnaire has not been received.